Manufacturer narrative:
One medfusion pump was received with the top and bottom cases in excellent condition. There was visible contamination on the plunger head and by the "l" bracket pole clamp and by the power supply retainer cord. The event history log was reviewed and there were "check syringe plunger sensor " messages. A syringe test was conducted and the check syringe plunger sensor issue was duplicated during self-test. This issue was caused by fluid ingression into the plunger head as a result of customer's improper use of the pump. The flippers got stuck when the plunger lever was actuated. The left plunger case was replaced to resolve the issue.

Event description:
Additional information was received that there was no report of a patient being involved in the incident.

Event description:
Information was received indicating that this smiths medical medfusion 4000 pump exhibited "check syringe plunger sensor" error message. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.